Event description:
Consumer complaint of blood results reading "hi". Customer's nurse called on behalf of the customer and states that they feel well and requires no require medical attention. Customer's expected blood results are 345-565mg/dl fasting. Verified the strips expire 11/21/2016. Customer confirms the strips are stored properly and were first opened the week of (B)(6) 2015. Customer performed back to back blood test, 498mg/dl and 546mg/dl fasting. Reviewed meter memory: 393mg/dlmg/dl (B)(6) 2015 08:00:00 am fasting: yes, 565mg/dlmg/dl (B)(6) 2015 11:00:00 am fasting: yes, 534mg/dlmg/dl (B)(6) 2015 07:00:00 pm fasting: yes, 552mg/dlmg/dl (B)(6) 2015 12:00:00 pm fasting: yes, himg/dl (B)(6) 2015 11:00:00 am fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had high glucose value.